Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "during a total knee arthroplasty, dr. (B)(6) tried to insert a size five, 13mm cs insert trial into the tibial tray after it was cemented into place. Upon trying to insert the trial, he pushed on it with his hands and it broke in half. The insert was not impacted with a mallet, but with finger pressure only. The broken trial was removed from the field and another triathlon insert trial tray was opened and the case was completed without incident."